Event description:
It was reported that the pulse generator exhibited unspecified oversensing; no other anomalies were observed. No medical intervention was performed. The patient was in stable condition post event.